Manufacturer narrative:
This report is submitted on january 31, 2023.

Event description:
The patient experienced a loss of osseointegration of the implant. She previously had an infection at the implant site. The infection was treated with antibiotics. The implant and abutment were replaced on (B)(6) 2023.